Event description:
Attempted right plasamapheresis catheter placement resulted in inadvertent perforation of the right internal jugular vein with progressive right hemothorax. Hemothorax treated with chest tube; however, patient continued to bleed with resulting return to vascular surgery the next day for a right thoracotomy with suture ligation of injury to jugular vein. Patient has progressive/relapsed iga, immunoglobulin a multiple myeloma with hyperviscosity syndrome. A medcomp catheter was successfully placed in the left internal jugular.